Event description:
It was reported that during a biopsy procedure, the device was intermittently misfiring. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a device history record and manufacturing review was not required as the event was determined to be expected and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: the magnum instrument was received for evaluation. The magnum instrument was visually inspected upon receipt, and it was found to be bent in cover. Also, outdated sequencer weldment assembly was identified. The device was functionally tested and failed the tests as stylet sled does not always stay latched, seems to be slipping off the latch plate and firing due to latch plate screw was loose and leaf springs not oriented properly identified during evaluation. No other anomalies were identified. Therefore, the investigation is determined to be inconclusive for the reported device is intermittent misfiring and the investigation is determined to be confirmed for the identified stylet sled does not always stay latched, seems to be slipping off the latch plate and firing issue. The root cause for the reported device is intermittent misfiring cannot be determined as the device could not be tested for the reported intermittent misfiring. The root cause for the identified stylet sled does not always stay latched, seems to be slipping off the latch plate and firing issue is determined to be latch plate screw was loose, leaf springs not oriented properly. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 11/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.